Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A physician reported a patient with two plus diffuse lamellar keratitis bilaterally one day post lasik. The patient was prescribed an oral steroid and topical steroid dosage was increased. The patient noted seeing a lot better. The patient is scheduled for follow up. Upon follow up, the facility indicated the patient is doing well. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.